Event description:
Patient reported experiencing constant discomfort, frequent headaches, teeth hurt when they eat, gums bleed and cuts on the inside of their mouth at the top of their gums. Aligners are with in normal limits. Provided warm water tips, provided information on bleeding, discomfort and headaches. Requested photos of steps 1 and 2.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.